Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to reported door was hard to close which was experienced during eval as a door not fully latched alarm. Force required to secure door was also above expected levels. They were caused by failed door hooks and latch pins. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump had a door that was hard to close. Any pt involvement, injury or medical intervention is unk.